Manufacturer narrative:
The following items were provided by the customer for complaint investigation:-one new list# d1000, tego¿ connector, appx 0.05 ml; lot# 14041798. Six used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14041798. The used samples all had some seal tearing. The new sample had no visual damages or anomalies observed. The reported complaint of a torn seal could be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrected information can be found in d10, concomitant product and e3, h^ medical device problem code. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr. Lot#: 13948660. What? 5 pieces of r1-3701 rev.19 lot 13948660 are reported with short shot. When? 06-07-2024 where? During the manufacturing process, aql 0.25 c=0. Who? Manufacturing leader impacted quantity and sampling results (fail/pass): (B)(4).

Event description:
A complaint was received regarding tego¿ connector that experienced tearing. The reporter stated that "after priming with saline or hemodialysis the medical staff noticed a deformation and tearing of the housing and the inner part of tego. Because of the mentioned issue d1000 only last for 1 therapy which should not be the case!" The number of involved problematic devices were 4. The problem of the product occurred in february 2025. The involved or mating devices was blood tubing system for hemodialysis and the type of procedure was after priming or hemodialysis. It was not detected prior to patient use. There was patient involvement, and no patient harm noted.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2025 has been used as a placeholder since it was stated to have occurred in february 2025. E1 - this complaint was received through: (B)(6). Si. H10: related record 9617594-2025-00510 is from the same initial report, but was written for lot # 14110503. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.